Event description:
It was reported that the patient expressed that the location of the pump was uncomfortable. As a result the pump was relocated to a different location. This device system delivered dilaudid.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).